Event description:
This patient reported via social media that they received their first vns implant in 2002. The patient then reported that they lost a lot of weight after being bedridden due to seizures. When they were finally able to get up, their tethering stitch broke. The doctor said that they would replace the patient¿s vns generator. The patient received a vns replacement. It was stated that their device lasted ten years. No other relevant information has been received to date.